Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Per affiliate: the customer tried one reservoir in the box and noticed that it was leaking and the cap would swivel around.